Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm and bilateral iliac aneurysms in 2001. The patient with a history of severe ischemic heart disease, ventricular dysfunction, recent multi re-do coronary bypass and ascending aneurysm repair in 2001, and previous right hypogastric artery coil embolization of a hypogastric artery aneurysm. The infrarenal aorta was moderately atherosclerotic and the large infrarenal aotic aneurysm was noted to extend in continuity with bilateral iliac aneurysms, the right being larger than the left. It was reported that a 22 french introducer passed without difficulty to the abdominal aorta. The bifurcated stent graft was inserted through the introducer and positioned for deployment at the infrarenal position. The physician reported that the stent graft was opened and noted to seat satifactorily in the infrarenal position. The remaining portion of the main graft was uncovered and deployed into the left iliac artery. Attempts to retract the runners and central assembly were initially successful, but resulted in a compression binding at the termination of the limb of the aneurx device. Manipulation of the graft catheter and runners could not un-wedge the graft at this location, ultimately resulting in its continued inferior displacement from the infrarenal aorta to the bifurcation. The physician reports that even at this extreme location, the runners were retracted with extreme difficulty and tension. The resultant displacement of the graft at the bifurcation necessitated conversion to an open procedure. The aneurx stent graft was removed from its intra-aortic and left iliac position and an 18x9mm collagen coated dacron aortobifemoral bypass graft was used to successfully convert the patient. It was reported that the patient was in stable condition and there was no additional adverse clinical sequelae reported related to this event.

Event description:
The returned good investigation revealed that the device was returned with the stent graft separate from the delivery system. The stent graft was clean of blood and it appeared to be unused. There was a scant amount of blood inside the catheter and around the bump tube. There were no kinks, bumps or stretching on the hytrel. The black ring retracted without difficulty. One runner had two kinks towards the distal end. The runners retracted easily. The device was disassembled in the returned good lab by the medtronic ave investigators. The stent graft was measured. The stent graft o.d. Was approx 26mm by approx 160mm. The stent graft did not appear to have had contact with blood. The measurements of the runners and nosecone were within specification. One of the runners was slightly bent at 14mm from the end of the runner. There was slight cracking evident on the moulded component of the slider assembly to which the black ring attached. The black hypotube "o" ring showed no signs of bonding. The info from this investigation shows no conclusive evidence regarding the cause of the event. The case interpretation and film interpretation by an outside independent physician reported that it is questionable if the runners caught on the iliacs. The angiography revealed a straight long proximal aortic neck. Right iliac aneurysm status showed post embolization of the right hypogastric artery. The physician concluded stent graft migration at the time of deployment resulting in open surgical conversion. There is no clear anatomical etiology, even with review of limited angiography study and no CT scan review. The physician cannot exclude technical error at the time of deployment by the operator.